Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms / code 204) was investigated. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the constant gong alarms and test failure is the damaged connector and open wire. The code 204 could not be duplicated during evaluation. The cracked connector could not be ruled out as a potential contributing cause of the reported code 204. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and code 204.